Event description:
Paramedics responded to a person described as down for a prolonged period of time. The pt was connected to the device with disposable defibrillation/ECG electrodes and diagnosed as in asystole. CPR and medications were administered and the pt's ECG converted to ventricular tachycardia. According to the rptr, the device was charged but would not transfer energy to the pt. The basis for this opinion was not reported. The rptr further states the device was charged a second time, but the device's service icon displayed and it again would not transfer energy. The rptr stated that connections between the device and the pt were checked, but the device again alarmed service and would not transfer energy to the pt. A backup device was immediately called for and used but the pt was not resuscitated. The rptr stated the alleged malfunction did not cause or contribute to the pt's death because of the prolonged downtime and the immediate availability and use of a backup defibrillator.